Event description:
It was reported that a ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 3/15/2023. It was reported that the patient experienced a cgm sensor error/had no cgm readings for over an hour on the same day the sensor had been inserted in the arm. Patient stated that while in the car, she noticed her tandem pump showing a red circle with a white x inside it. When she checked her cgm display device, it was showing no readings. The patient did not report any specific symptoms, but she went back to the hotel and her companion called 911, and an ambulance transported her to the hospital. She reported her blood glucose was around 500 mg/dl, but it is unknown when it was taken, no cgm reading provided. It is mentioned that the patient was hospitalized, but the patient declined to give more information about what happened in the hospital and how long she stayed there. The patient mentioned that the dexcom device not working, was contributing to the fact that she needed to get hospitalized. Data was evaluated and the allegation was not confirmed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.